Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/17/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup, pain, loose cup, alval with metallosis debris and pseudocyst. The screw was noted to be stripped. The primary operative note indicated 2 screws were placed, but only one screw was removed. The primary operative note also indicated a 1700ml blood loss, but no complication was noted. The head/liner are now being reported.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Part/lot for the cup and screw was found/updated and an additional screw is being added. At this time is unknown which screw was stripped.

Manufacturer narrative:
Product complaint # :(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address malposition of the hip acetabular cup. It should be noted the cup looked loose.